Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. Upon opening of the package, it was noted that the tip of the versacross connect dilator was bent with a piece hanging, its tip was ripped, hanging and the edge of the dilator looked severed rough. Hence, the dilator was not used, and a large access dilator was used instead to complete the transseptal puncture. The procedure was completed successfully. No patient complications occurred. No other issues were reported. The device is not expected to be returned for analysis (disposed).